Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6), 2020 with blood glucose of 300 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin drip and stomach medication in the hospital. Customer stated auto mode feature was active at the time of incident. Customer stated insulin pump had insulin flow blocked alarm. Customer declined troubleshooting. The insulin pump will not be returned for analysis.